Event description:
It was reported that the patient received inappropriate high voltage therapy for a false ventricular fibrillation episode due to oversensing of noise. Isometrics and pocket manipulation were performed but no noise was reproduced. Electromagnetic interference is suspected. The patient was unaware of the event and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.